Event description:
Device report from synthes reports an event in japan as follows: this pc is related to (B)(4) which reports that the patient injured after the primary surgery. This pc reports that difficulty in nail removal and secondary fracture occurred during the revision surgery. It was reported that on november 2, 2023, the patient underwent the revision surgery due to injury. The primary surgery was performed with the nail and the blade on (B)(6) 2009. Although the surgeon managed to remove the blade, it was difficult to remove the nail. Femoral neck fracture occurred when the surgeon attempted to remove the nail. The surgeon gave up on removing the nail and fixed with lcp-df. The removed blade was reinserted into the femoral neck. The revision surgery was completed successfully without any surgical delay. Patient status/ outcome: stable. The surgeon commented that it has been 14 years since the time of the jpfna fixation, and the difficulty of extraction is unavoidable. No further information is available. This report is for one (1) pfna-ii ã¸12 xs 125â° l170 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Pdepuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: initial reporter facility name: (B)(6) hospital. E3: initial reporter is a synthes employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H4, h6 part:472.103s. Lot:2399041. Manufacturing site: werk selzach. Supplier: (B)(6). Release to warehouse date:18 aug 2008. Expiration date: 01 sep 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.